Event description:
Reporter stated that pt was admitted to ER with diabetic ketoacidosis (blood glucose in the 800's [mg/dl]). Pt was treated with IV insulin. Prior to going to the hosp, the pt attempted to self-treat rising blood glucose by bolusing insulin, but blood glucose continued to rise.